Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional testing could not duplicate the check clutch alarms; however inspection of the error log found that the error had occurred in the past. Visual inspection of the internal components observed the carriage washers were loose and the clutch halves were worn, which caused the check clutch/plunger alarm. The carriage washers were tightened to the correct position and the clutch halves were replaced. Following repair, the device passed all function al delivery testing.